Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional patient/event details have been requested, but no details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported that blistering occurred to the skin under the hydrocolloid portion of the dressing after 3 days of application. There was a delay in healing because of this issue but no other untoward effects to the end user. Hibiclens surgical scrub and isopropyl alcohol were used to the peri-wound skin during the total knee surgery. The reporter stated that the or staff was stretching the dressing and were not flexing the knee during application of the dressing. This issue occurred sometime within the past six months. No further details have been provided.